Manufacturer narrative:
The field service engineer found fibrin stains, which indicate a deficiency in centrifugation of the tubes. The calibration and qc data were acceptable. No relevant alarms were present in the analyzer alarm trace. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hbsag ii results from the serum and plasma samples of one patient tested on the cobas e 801 analytical unit. The result of the plasma sample was 1.01 cut-off index coi (reactive). The result of the serum sample was 0.552 coi (non-reactive).